Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a procedure, the system did not recognize the footswitch. The surgery was started and completed using the same system with no impact to the patient.